Event description:
It was reported that customer ¿installed new cartridges that did not deliver insulin and has to change them again¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.